Event description:
It was reported that pump experienced excessive battery drainage, causing need for daily charging and resulting in pump fully shutting down. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and technical support reviewed pump data but did not find information on battery depletion and closed complaint after documenting original email.